Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported patient outcomes could not be conclusively determined through this evaluation. The research abstract titled ¿the utility of digoxin in patients with left ventricular assist device: a comprehensive single center retrospective analysis¿, was received. This study sought to assess the impact of digoxin utilization on mortality in a single center cohort of patients implanted with left ventricular assist devices (lvads). The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists death as an adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a and d4: specific patient information and device serial numbers were not provided. Section b3: date of event has been entered as the same as published date ((B)(6) 2023) since date of data collection was not provided. Article information: abbasi, m. A., stoller, d., lyden, e., lowes, b., zolty, r., & lundgren, s. (2023). The utility of digoxin in patients with left ventricular assist device: a comprehensive single center retrospective analysis. Journal of cardiac failure, 29(4), 632. Https://doi.org/10.1016/j.cardfail.2022.10.210. Author information: university of nebraska medical center, omaha, ne; nebraska medicine bellevue health center, omaha, ne no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Related manufacturer reference number: 2916596-2023-07659 (pump). It was reported that in the research article ¿the utility of digoxin in patients with left ventricular assist device: a comprehensive single center retrospective analysis¿, heartmate 3 (hm3) may be associated with bleeding, right ventricular failure (rvf), and death. The retrospective study evaluated patients implanted with a left ventricular assist device (lvad) to assess the impact of digoxin use on gastrointestinal (gi) bleeding, rvf, and mortality. A total of 346 patients were included in analysis and were split into two groups based on if they had used digoxin. Digoxin use was defined as digoxin prescribed at discharge or within the first three months after their implant, with at least 30 days of continuous use; 42% of the 346 patients received digoxin. Outcomes were captured up to two years of follow-up and were not separated by lvad type. A total of 77 patients experienced at least one gi bleed (22% of the study cohort). The median time from lvad implant to the patient¿s first gi bleed was 62 days. Patients that were prescribed digoxin had significantly less gi bleeds than those not prescribed digoxin (15% vs. 27%, p = 0.008). Regardless of lvad type, patients that were prescribed digoxin had significantly less 1-year cumulative incidence of gi bleed (p = 0.0035); this statistic remained significant when looking at only those implanted with hm3 or heartware (p = 0.004). Post-operative digoxin use reportedly had no impact on overall survival rate (p = 0.47) or rvf (p = 0.91), nor did it impact rvf severity (p = 0.82).

Manufacturer narrative:
Section d1: brand name: corrected. Section d3: manufacturer information: additional information. Section d4: catalog number: corrected. Section d4: primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g1: contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.